Manufacturer narrative:
The process of gathering information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information provided, the safety side rail cover (plastic part) detached fully from the safety side rail mechanism. There was no indication regarding patient involvement. No injury or other medical consequences reported.

Manufacturer narrative:
Based on the information gathered, this citadel plus bed is the rental device which was delivered to the facility on (B)(6) 2019. The safety side rail was not replaced in the past. The investigation is ongoing and results of this analysis will be provided to the next follow-up report.

Manufacturer narrative:
The analysis of all gather information is still ongoing. Conclusions from the investigation will be provided to the next follow-up report.

Manufacturer narrative:
A customer reported that the right side rail was damaged. Information about how the failure occurred was not provided. The device was inspected by arjo representative who confirmed that, the safety side rail cover (plastic part) detached fully from the safety side rail mechanism. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. These side rails are secured to the steel framework of the bed using side rail assemblies and the side rail cover is secured to the said rail assembly with six screws. The identified citadel bed is part of us rental fleet and was rented to the customer on 27 july 2019. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be excessive force applied to the safety side. This is the most probable scenario, however the exact cause could not be determined due to the limited information provided by the facility staff. In the face of the evidence gathered, the right foot end safety side rail cover detached from the safety side mechanism and from that perspective, the citadel plus bed did not meet the manufacturer's specification. There was no indication that the bed was used with the patient when the malfunction occurred. The complaint was decided to be reportable based on indication that the safety side rail cover detached from the citadel plus bed frame.